Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the closing mechanism does not work properly. At times the mechanism jammed. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the complained applicator outer shaft returned separate, without applicator inner shaft (03.812.003) and applicator knob (03.812.004). Thereby a function test of the complete instrument with status at the time of failure raise and a possible reproduction of the complaint issue is unfortunately excluded. Investigation of documentation for material and manufacturing shows that the applicator outer shaft produced in 2014 print specification. A failure in material or manufacturing could not be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.